Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed on a (B)(6) female pt in the hemodialysis unit. The catheter was inserted on (B)(6) 2010. On (B)(6) 2011, at the beginning of the dialysis session, the nurse noticed that there was no venous return in the venous lumen, but there was a venous return in the arterial lumen. After two minutes of dialysis, the nurse noticed bleeding. The bleeding stopped when the pump was stopped. It appeared that the catheter leaked. As a result, the physician decided to remove the catheter. Upon examination, there was no leak visible to the naked eye. The pt did not have a dialysis session (B)(6). On (B)(6) 2011, the physician inserted a new catheter without incident and the pt received dialysis. There was a delay in treatment with no harm to the pt. There was no pt death and no pt complications were reported. The pt outcome was fine. Additional info received from (B)(6) on (B)(6) 2011 stated the clinician does not know where the catheter was leaking from.